Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device did work, the triggers were sticky and some of the trigger components were worn. The assignable root cause was determined to be due to normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the device cleaning process, it was observed that the small battery drive device was not working. During in-house engineering evaluation, it was observed that the device had sticky triggers; and that some of the trigger components were worn. The event was not related to surgery. There was no patient involvement reported. There were no delays in a surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.